Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, restart error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty force system sensor. The motor was tested outside the device and passed. Unit received with cracked case at display window corners. Unit received with minor scratches on reservoir tube window and lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus. Customer's blood glucose was 142 mg/dl at the time of incident. Troubleshooting found that the pump alarmed motor error multiple times. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.